Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -09.00/+3.0/093 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted later that same day due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.